Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning for a polarity switch and now unipolar impedance is higher than bipolar. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.